Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the pump touch screen was delayed in responding to touch and the pump touch screen was scratched and difficult to read. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.